Manufacturer narrative:
MFR's eval: the returned product was not analyzed due to the leads being cut which made the analysis impossible. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2012-09967. Reference MFR report #: 1627487-2012-09968. The pt has two leads from different lots. It was reported, the pt experienced pain at the lead site. During surgical intervention to address the issue, the physician cut the leads and left them implanted. On 07/11/2012, both leads and the ipg were explanted and replaced.